Event description:
Patient underwent standard lithotripsy procedure but returned 2-hours later complaining of pain at the treatment site. CT scan revealed a peri-renal hematoma with approximately 5-units of blood. Patient also presented with fever, unrelated to procedure according to physician. Patient admitted to ICU and released 6 days later. Continued dollow-up is planned to monitor pt's progress.